Manufacturer narrative:
On (B)(6) 2021 belmont became aware of two incidents (dates unknown) involving a belmont rapid infuser, ri-2 that pressure regulated to 10ml/min while trying to rapidly deliver fluids. The user facility was unable to provide which of two serial numbers were involved, however the hospital biomed evaluated both units and was unable to recreate the situation in the lab. The biomed found that the devices were functioning normally. The user facility has opted not to return the rapid infusers to belmont for investigation as the users believe the incident was caused by outside influence and not by the ri-2. Without the benefit of the devices back at our facility for further investigation we note the following: when the rapid infuser is pressure regulating, the system displays "infusing-pressure control. Press set rate to match actual rate" message, the pressure status line flashes, and an alarm beeps at 10 second intervals. The operator's manual also provides the following additional instructions: "pressure control is due mainly to the small orifice of the infusion set or any occlusions in the line. To eliminate the pressure control, press set rate key to match the actual rate that the system is able to maintain without alarm or use a proper size cannula, see chart to match infusion set to flow rate and fluid type, page 10." The system will reduce the infusion rate in order to keep the pressure in the line under the pressure limit, which may cause the flow rate to slow down or prevent it from reaching the set rate. In the event that the flow rate is slowing down or will not go at the set rate, the operator's manual provides the following recommended operator actions: "check and remove kinks or obstructions in the tubing"; "use the appropriate infusion set recommended in the guide, match the infusion set to flow rate and fluid type"; and "increase flow by increasing the pressure limit. Change the pressure limit in calibration/setup to a higher limit (maximum pressure limit is 300 mmhg)". As high pressure may occur if the infusion site is not well placed or the catheter bore size is too small, the operator's manual instructs the user: "select an appropriate cannula size for the decided flow rate" and provides a chart to help the user choose an appropriate cannula size for the desired flow rate and infusate. Following the report from the user facility, belmont's clinical specialist visited the facility to provide additional training. Follow up with the user facility revealed that the patient death was caused by a gunshot wound to the upper chest through the pulmonary artery, therefore we believe the patient death was caused by a pre-existing condition and not by the ri-2. The manufacturing records for both serial numbers were reviewed and no anomalies were identified. It was reported that the hospital biomed cleared both devices for use and the machines have since been used without incident. Should additional information become available, a supplemental report will be provided. Belmont will continue to monitor and trend similar reports of this nature.

Event description:
On (B)(6) 2021 , belmont's clinical specialist became aware of two incidents that occurred involving a belmont rapid infuser, ri-2 and reported the following: "patient a) recently (date unknown, shawn will try to determine date) a nurse in the ed was using the belmont ri2 on a patient first using an interosseous catheter then switched to a mac catheter. The machine pressure regulated to 10ml/min and the user was unable to deliver fluids at a quick enough flow rate. The patient expired and it was reported that the patient exsanguinated. The tubing was not retained and the lot number is unknown. The serial number of the machine used is unknown and the nurse that was running the machine has now resigned from her position. Patient b) a second occurrence with a different patient, the machine was pressure regulating, the machine was switched to the second machine which pressure regulated identically. Disposable set was changed and identical pressure regulation occurred leading the users to believe the pressure regulation was coming from the patient access. The trauma program manager, shawn bowker took both the belmont ri2 to biomed and they tried to recreate the situation but the belmont ri2 functioned normally. They used several catheter sizes and connections attached to the disposable set and the machine pressure regulated as they expected. The serial numbers of the machines assigned to ed are #(B)(4). And #(B)(4). Biomed cleared both machines for use and the machines have been used since without incident. When asked if she would like to have belmont check the machines, shawn bowker stated that she believes that the incident was caused by outside influence not the belmont ri2. Charlene koch has offered to visit the facility to provide refresher training the week of (B)(6) 2021 ."